Manufacturer narrative:
At this time, no product has been returned for evaluation and lot traceability for the guidewire has not been provided. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates that during manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As indicated in the device instructions for use (dfu) warnings section, "when advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical conditions may have impacted on the event as reported. Review of the directions for use notes the reported event as a potential adverse event associated with the tavr/tavi procedure. If additional information is received a follow-up medwatch report will be submitted.

Event description:
Patient was undergoing a transcatheter aortic valve replacement (tavr) procedure event description: as reported: "per ecare: a kinking on the safari blocked the valve in the aortic arch. The physician choose to retrieve the system. Tension appears. The acurate was implanted under the renals arteries . During the withdrawal the iliac was dissected. A surgeon take the patient in charge without success. It was reported that: during the approach of acurate in the aortic arch a kinking of safari occurred and block the acurate. The physician try to remove the delivery system and introducer and dissected the right iliac artery. The surgeon was called and tried to repair without success. This is a serious vessel dissection after removing an acurate valve. The valve was blocked at the level of the aortic arch on the safari guide which kinked. Upon removal of the entire device, the perforation of the iliac artery happened resulting in a major hemorrhage. The patient was taken care of by a surgeon, without success, resulting in his death on the table."

Manufacturer narrative:
This is a follow-up to the previous report as additional information and lot traceability was received from the end user. At this time, no product has been returned for evaluation so analysis of the product involved in this incident could not be completed. Lot traceability has been provided. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As indicated in the device instructions for use (dfu) warnings section, ·when advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation. ·exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery. Additionally, "the instructions for use" section of the dfu states: advance the safari2 guidewire through the catheter under fluoroscopic guidance. Confirm safari2 guidewire curve position to assure safari2 guidewire placement and stability. Maintain wire position while tracking or advancing a catheter or device over the wire. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical conditions may have impacted on the event as reported. Review of the directions for use notes the reported event as a potential adverse event associated with the tavr/tavi procedure. If additional information is received a follow-up medwatch report will be submitted.

Event description:
Patient was undergoing a transcatheter aortic valve replacement (tavr) procedure event description: as reported: per ecare: a kinking on the safari blocked the valve in the aortic arch. The physician choose to retrieve the system. Tension appears. The acurate was implanted under the renals arteries . During the withdrawal the iliac was dissected. A surgeon take the patient in charge without success. It was reported that: during the approach of acurate in the aortic arch a kinking of safari occurred and block the acurate. The physician try to remove the delivery system and introducer and dissected the right iliac artery. The surgeon was called and tried to repair without success. This is a serious vessel dissection after removing an acurate valve. The valve was blocked at the level of the aortic arch on the safari guide which kinked. Upon removal of the entire device, the perforation of the iliac artery happened resulting in a major hemorrhage. The patient was taken care of by a surgeon, without success, resulting in a death on the table. Additional information received from the end user after the original medwatch report was filed: was there any issue with safari2 wire management or resistance felt while advancing the acurate tf ds over the wire? Absolutely: crossing the aortic arch with acurate a bad management of the safari induce a kink on the safari and the ds (delivery system) stuck on the safari. Was the kink in the safari2 wire visible prior to the ds being advanced? No. Where specifically on the safari2 did the kink occur (i.e. Body of the wire, distal tip, etc.)? The body of the wire was kinked. Is it known what caused the safari2 to kink? The safari kinked because the second operator didn't maintain the wire stretched. Was the acurate tf ds stuck on the kinked safari2 wire, or could the wire be moved through the lumen of the ds (could it be retracted or advanced through the ds)? The ds stay blocked on the safari because of the kink. Where specifically in the iliac artery did the dissection occur? A resistance occurred in the iliac proximal just after the aorta and unfortunately the artery brokes. What specific surgical intervention was performed for the iliac dissection? Two surgeon tried to implant a iliac / aorta prothesis but the patient didn't resist to the surgery.